Event description:
Biomed reported problem and duplicated. Pump states "tubing set is misloaded". There was no patient injury reported. Preliminary evaluation of the log indicates active valve actuate movement fault. Pump to be returned. A review of the pump showed the loading mechanism was not found to have any reproducible issue. Fva was not found to have a broken optical flag, however the incorrect revision of spring cage being used in assembly was causing interference, which would eventually lead to damage. An internal CAPA on the issue for fluid valve actuation (fva) flag fault due to mechanical misalignment was opened in march 2023. This issue is differentiated from a similar issue with fva flag faults being investigated in a different CAPA based on the error messages in the logs. There may be interdependencies that can cause overlap in the units afflicted and identified in each CAPA. The main fault seen with units in this CAPA are fva flag not opening. The fluid valve actuation subsystem is responsible for reciprocating three pins that interact with the three corresponding fluidic valves on the administration cassette. The pump control system regulates the flow of fluid through the opening and closing of these three fluidic valves which are acted on by the fluid valve actuator (fva) pins. The fluidic valves are closed by the fva pins depressing the elastomeric membrane in the cassette until it bottoms out on the valve seat thereby sealing off the fluid flow path. The fluidic valves are opened when the fva pin retracts, allowing fluid to flow again. The failure mode seen in the complaints is a mechanical interference that is compromising the articulation of the fva pins. The investigation has determined that a previous revision of the spring cage component applied to the fva sub-assembly can allow off-axis movement of the pins in some events resulting in collision with the flag sensor and thereby disrupting function. The result of the failure mode on the fva pins colliding with the flag sensor is a fail-stop condition where the pump is unable to continue operating. Root cause for this is that while an engineering change order (eco) was created indicating that the large volume pump (lvp) could be built with rev b parts until rev c parts were available, the sub-vendor continued to use rev b parts until that inventory was exhausted because their system did not allow for compliance to the eco disposition. This has been addressed in a supplier corrective action request (scar). Actions planned to address this are to confirm disposition instructions are implemented with every eco with an acknowledgement memo and print out of eco dispositions in sub-vendor system, while also aligning eco disposition instructions with vendors prior to eco approval. Fresenius kabi is also reviewing if the sub-vendor's component inventory and job scheduling is accessible for verification. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.